Event description:
Clinical study. It was reported that after a carotid artery stenting procedure the patient experienced in-stent restenosis. The target lesion was located in the ostium right internal carotid artery, with 90% stenosis and was 15 mm long with a reference vessel diameter of 4 mm. The physician treated the lesion with placement of a filterwire ez and 4-9 x 30 mm nexstent. Following post-dilatation there was 50% residual stenosis. The patient was discharged 2 days later. At 392 days after the index procedure, the patient was seen for a 12-month follow-up visit. The patient was asymptomatic with nih stroke scale of 0. A carotid duplex was performed and it showed significant in-stent restenosis in the right internal carotid artery. This was a significant change from a carotid duplex performed 1 year earlier, at the 30-day follow-up exam with findings indicating a patent stent in the right internal carotid artery with no evidence of in-stent restenosis. The ultrasound noted a 90% target lesion stenosis. The core lab ultrasound reported an 80-99% in-stent restenosis. There has been no reported treatment to date.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.